Event description:
It was reported that a guide block instrument that was left inside the patient mistakenly after surgery and then removed. The patient was originally treated for distal radius fracture. It was reported that surgery went as normal but after the patient was closed postoperative x-rays were taken and it was discovered that the guide block remained in the patient. The surgeon then re-opened the patient and retrieved the guide block with no issues. It was reported that there was no delay during the original surgery but retrieving the guide block did extend surgery time by an unknown amount of time. No patient information was available. The item and lot number of the device was unknown. The device was returned to the set. This report is for an unknown guide block. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was no delay during the original surgery but retrieving the guide block did extend surgery time 15-30 minutes.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Additional device info: this report is for an unknown guide block/unknown lot. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.